Manufacturer narrative:
The local area sales representative will be contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased from 2.5 years to 3 months in 6 months. No data analysis could be performed at this time. Device replacement was recommended and is scheduled. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative will be contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product is expected to be received for analysis. If there is any further relevant information, another supplemental report will be filed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased from 2.5 years to 3 months in 6 months. No data analysis could be performed at this time. Device replacement was recommended and is scheduled. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the ICD device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The local area sales representative will be contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product is expected to be received for analysis. If there is any further relevant information, another supplemental report will be filed. The returned incepta device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased from 2.5 years to 3 months in 6 months. No data analysis could be performed at this time. Device replacement was recommended and is scheduled. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the ICD device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was later received for analysis.